Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 24 and 36 hours on the arm. Symptoms reported include urinary tract infections (uti) and diarrhea. The patient was treated with insulin via intravenous therapy and antibiotics for the uti and diarrhea. Our representative met with the patient at the hospital to download the data from the omnipod personal diabetes manager (pdm) along with collection of the pod used during this event.

Manufacturer narrative:
The device was received and evaluated. Investigation of the device did not find any damages or defects that would result in the device failing to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate the device struggled to deliver insulin.